Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. On (B)(6) 2017, an fse conducted on-site follow-up with the customer. The fse uninstalled the reporting software, reinstalled and configured the software to the customer settings. The transmission mode was changed from 8 to 7. This returned the instrument to normal operation. The most probable cause of the reported event was due to corrupt software. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported a problem with the reporting software on their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.